Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, non-sustained rv oversensing due to far p-oversensing was observed. Programming changes were recommended. No further information is available at this time.